Manufacturer narrative:
The insulin pump passed all of the functional testing, including the lead screw and occlusion tests. However, the insulin pump was returned with a cracked case beneath the overlay.

Event description:
The customer stated that she was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 24 mg/dl. Troubleshooting was performed and found that the insulin pump failed the lead screw test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.